Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (B)(6) 2016 that an accumax 200 laser fiber was used during laser lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber broke. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the returned fiber was broken into two pieces. Piece one measured approximately 234 cm from the connector to the break. Piece two measured approximately 90 cm from the break to the distal tip. The exposed glass tip measured 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation indicating that the fiber was used. No damage has been noted to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the break was clear, bright and scattered. Effective transmission was not measured due to the break. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation (B)(6) 2016 that an accumax 200 laser fiber was used during laser lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber broke. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.